Event description:
Customer reported an unexpected negative reaction when testing a sample with a known anti-fya with capture-r ready screen (crrs) (pooled).

Manufacturer narrative:
We tested the sample (B)(6) manually in tube test with panocell-16 lot: 46820 exp. Date: 2010-01-22 cell 1 (fya positive heterozygous), cell 3 (fya positive homozygous). The results were negative at 4 degree c, rt, 37 degree c and ict. Known positive sample reacted as expected. We tested the sample (B)(6) on our in house galileo sn (B)(4) with capture-r (pooled) lot: cw203 exp. Date: 2010-01-19 using liss lot: 211800 exp. Date: 2010-08-14 and cric lot: 221439 exp. Date: 2009-12-24. The result was positive. A known anti-fy(a) positive sample reacted as expected. We tested the sample (B)(6) in the gel card system, cell 1 (fya pos homozygous) and the result was (+), cell 2 (fya pos heterozygous) and the result was negative. Additionally, we tested the same sample with 2 fya pos and homozygous cells with prolonged incubation time and the results were 1+ to 2+. The event appears to be due to the nature of the sample.